Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, "tip of delivery system of a lumen-apposing metal stent getting stuck in a patient undergoing endoscopic ultrasound-guided drainage of walled-off pancreatic necrosis", by wang, hsiu-po, et al. According to the literature, two weeks after post-upper gastrointestinal bleeding was under control a 15mmx10mm axios stent and electrocautery enhanced delivery system was implanted during an endoscopic ultrasound-guided procedure for the treatment of a 6.8cm walled-off necrosis (won). The won was located around the body tail of the pancreas and was surrounded by a thick wall. During deployment of the lumen apposing metal stent (lams) the tip of the delivery system became stuck in the under-expanded saddle of the lams and the delivery system could not be withdrawn. A gastroscope along with an ultrasonic scope were inserted side by side without resistance and a balloon dilation catheter was used to dilate the under-expanded part of the stent. Afterward, the tip of the delivery system was successfully withdrawn. One week later direct endoscopic necrosectomy was done and the patient's symptoms subsequently resolved.

Manufacturer narrative:
Block b3: approximated based on the date the article was published. Block d4, h4: the suspect device lot number was not provided in the article; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: wang, hsiu-po, et al. "Tip of delivery system of a lumen-apposing metal stent getting stuck in a patient undergoing endoscopic ultrasound-guided drainage of walled-off pancreatic necrosis." Dig endosc. 2022 jan;34(1):e20-e21. Doi: 10.1111/den.14177. Block h6: device code a150207 captures the delivery system removal difficulties. Impact code f2301 captures the additional devices required. Block h10: based on the available information, the root cause of the delivery system difficult to remove and additional device required cannot be established, as the product has not been returned for analysis. A media analysis was performed, which identified the stent inside the patient's anatomy. The investigation findings did not lead to a clear conclusion about the cause of the reported event; without analysis of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a probable root cause of the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product.

Manufacturer narrative:
Block b3: approximated based on the date the article was published. Block d4, h4: the suspect device lot number was not provided in the article; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: wang, hsiu-po, et al. "Tip of delivery system of a lumen-apposing metal stent getting stuck in a patient undergoing endoscopic ultrasound-guided drainage of walled-off pancreatic necrosis." Dig endosc. 2022 jan;34(1):e20-e21. Doi: 10.1111/den.14177. Block h6: device code a150207 captures the delivery system removal difficulties. Impact code f2301 captures the additional devices required. Block h10: based on the available information, the root cause of the delivery system difficult to remove and additional device required cannot be established, as the product has not been returned for analysis. A media analysis was performed, which identified the stent inside the patient's anatomy. The investigation findings did not lead to a clear conclusion about the cause of the reported event; without analysis of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a probable root cause of the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product. Block h11: correction to the initial and follow-up 1 MDR in block d4 (model number and serial number).

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, "tip of delivery system of a lumen-apposing metal stent getting stuck in a patient undergoing endoscopic ultrasound-guided drainage of walled-off pancreatic necrosis", by wang, hsiu-po, et al. According to the literature, two weeks after post-upper gastrointestinal bleeding was under control a 15mmx10mm axios stent and electrocautery enhanced delivery system was implanted during an endoscopic ultrasound-guided procedure for the treatment of a 6.8cm walled-off necrosis (won). The won was located around the body tail of the pancreas and was surrounded by a thick wall. During deployment of the lumen apposing metal stent (lams) the tip of the delivery system became stuck in the under-expanded saddle of the lams and the delivery system could not be withdrawn. A gastroscope along with an ultrasonic scope were inserted side by side without resistance and a balloon dilation catheter was used to dilate the under-expanded part of the stent. Afterward, the tip of the delivery system was successfully withdrawn. One week later direct endoscopic necrosectomy was done and the patient's symptoms subsequently resolved.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, "tip of delivery system of a lumen-apposing metal stent getting stuck in a patient undergoing endoscopic ultrasound-guided drainage of walled-off pancreatic necrosis", by wang, hsiu-po, et al. According to the literature, two weeks after post-upper gastrointestinal bleeding was under control a 15mmx10mm axios stent and electrocautery enhanced delivery system was implanted during an endoscopic ultrasound-guided procedure for the treatment of a 6.8cm walled-off necrosis (won). The won was located around the body tail of the pancreas and was surrounded by a thick wall. During deployment of the lumen apposing metal stent (lams) the tip of the delivery system became stuck in the under-expanded saddle of the lams and the delivery system could not be withdrawn. A gastroscope along with an ultrasonic scope were inserted side by side without resistance and a balloon dilation catheter was used to dilate the under-expanded part of the stent. Afterward, the tip of the delivery system was successfully withdrawn. One week later direct endoscopic necrosectomy was done and the patient's symptoms subsequently resolved.

Manufacturer narrative:
Block b3: approximated based on the date the article was published. Block g2: literature source: wang, hsiu-po, et al. "Tip of delivery system of a lumen-apposing metal stent getting stuck in a patient undergoing endoscopic ultrasound-guided drainage of walled-off pancreatic necrosis." Dig endosc. 2022 jan;34(1):e20-e21. Doi: 10.1111/den.14177. Block h6: device code a150207 captures the delivery system removal difficulties. Impact code f2301 captures the additional devices required.